Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to pre-clude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. The instruments were discarded- no product will returned for investigation. Lot unknown. Therefore no investigation possible. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a reciproc files 6x broke during use. The broken part remains in the root canal and patient to see endo specialist. The outcome of this event is unknown as of this MDR, further information requested.